Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a system error.

Event description:
It was reported that the programmer would not boot up; it went right to a black screen. The caller ran the service disk, but that did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.